Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level (bg) was 45 mg/dl. The reported bg was unrelated to malfunction and instead due to exercise and customer not eating. Customer ate carbohydrates to address the low bg.